Event description:
On april 4th, eri alert was confirmed via home monitoring. The battery was at 71 percent on the previous day. Device currently remains implanted. Should additional information be received, this file will be updated.